Event description:
Implant failed due to implant fracture at placement.

Manufacturer narrative:
The original decision indicated that this complaint was: us - MDR reportable - injury. Eea et al. -not reportable. Canada -not reportable. Brazil -not reportable. Australia -not reportable. Japan -not reportable. Rest of the world -not reportable. However a second review indicates that the complaint is: us - MDR reportable - malfunction. Eea et al. -not reportable. Canada -not reportable. Brazil -not reportable. Australia -not reportable. Japan -not reportable. Rest of the world -not reportable.

Event description:
Implant failed due to implant fracture at/after delivery.